Event description:
When inserting the electrode into the needle guide the operator felt friction. After two to four positioning punctures, ablation was started. Ablation was stopped after two minutes. Upon withdrawal of the electrode, it was noted that the insulating cannula had developed an accordian-like fold. The procedure was successfully completed with another device. The patient was treated for a heat injury at the puncture site and is in good condition. This device has not been received for evaluation. Therefore, no failure analysis is available and the co is unable to determine if the device met its specifications. Co believes user technique may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "localized burns to the patient or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula".